Manufacturer narrative:
Analysis of programming history.

Event description:
It was initially reported by the pt's wife that he was referred to a surgeon to have vns removed because he began having suicidal thoughts after vns was activated. The pt had their vns disabled over two years ago due to shortness of breath. It was later learned that the pt had lung cancer and that was the reason for shortness of breath. Good faith attempts to gain more information and for product return have been unsuccessful to date.